Event description:
It was reported that the patient experienced heart block and, during coronary angiography, their heart rate dropped to twenty beats per minute and a temporary pacing failure was observed. The right ventricular (rv) lead exhibited a suspected fracture with unstable thresholds. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 5554 lead implanted (B)(6) 2002 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.